Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery after a trochanteric fixation nail (tfn) and helical blade migrated. On an unknown date, a patient with poor bone quality (osteoporosis) was originally implanted with a tfn, helical blade and locking bolt to treat a right hip fracture. Subsequently, the patient fell. X-ray on an unknown date showed lateral movement of the tfn and helical blade and breakage of the lateral cortex of the bone. On (B)(6) 2017, the tfn, helical blade and locking bolt were explanted and the patient was revised to a six-hole 4.5 millimeter locking compression plate proximal femur plate and screws and chronos bone void filler. There was no surgical delay. The procedure was successfully completed. The patient outcome was reported as stable. This is report 3 of 3 for com-(B)(4).